Event description:
Additional information was received from the patient. Patient representative asked what patient should do to make them go pee. Agent attempted to clarify reason for calling. Caller stated patient had ins for both pee and poop. Agent had a difficult time following what caller was doing. Agent redirected to hcp regarding patient having ins for both bowel and bladder symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient wants the device removed. They were not comfortable. The device felt like it was poking them and it was moving around in their back. They feel like they were being sexually abused. Agent asked if the used the same pocket as the last implant and the caller said they were supposed to but they implanted it differently. It was unclear by their answer if the stimulator was placed in the same pocket. Redirected patient rep to healthcare provider (hcp).